Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 17 mg/dl. Customer stated that she was up all night trying to control the blood glucose readings. Customer stated that she may have given herself too much insulin. Hospital treated with IV. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.